Manufacturer narrative:
Upon further review, the events of explant and blurry vision were reassessed as not reportable, as there is no allegation or deficiency reported against the lens. It is indicated that the either human error in quality of measurement or ocular surface variability. Hence, the information from the initial MDR pertaining to the earlier mentioned codes 4629 - device revision or replacement 2137 - blurred vision and reportability (section b1 and b2) are no longer applicable and case is considered as not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional narratives/data: device evaluation: the product testing could not be performed as the product was discarded by the account and not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal toric intraocular lens was exchanged on (B)(6) 2024 due to an underpowered toric. The lens has been disposed of, so we will not be able to send it back. Additional information revealed it happen due to either human error in the quality of measurement or ocular surface variability, with no issues post-op. The patient was seen pow 1 s/p toric iol exchange and is pleased with her vision and notes improvement. Further additional information suggests the patient had blurred vision and optical distortion secondary to residual uncorrected astigmatism. No further information is available.